Event description:
It was reported that a clinic could not do a threshold test on the device. Other parameters of the device appeared to be within the limits of normal the clinic had a message on the programmer: "hysteresis must be programmed off to do thresholds" and the clinic programmer did not have hysteresis listed in the additional features of the programmer. The field representative was to schedule an interrogation of the device at the next scheduled patient follow-up. There were no reported patient complaints or complications associated with this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.